Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator delivered inappropriate therapy. The therapy, however, successfully converted the patient's arrhythmia. Technical services (ts) discussed programming and detection enhancements. No adverse patient effects were reported.